Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received (patient weight is unknown). Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2023-01220. It was reported the patient lost effective coverage due to leads migration. Surgical intervention will be undertaken at a later date to address the issue.

Event description:
Related manufacturer report number 1627487-2023-01220. Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein the lead was repositioned restoring therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.